Event description:
During a robotic case, baby raytecs 2inch by 2inch surgicount+ sponges were used. They were inserted into the abdominal cavity through the trocar. The sponges started falling apart. When pulled out through the trocar, one ripped in half and the radiopaque strip came of the sponge and was left in the trocar. Md was able to find and remove the radiopaque strip from the trocar. These sponges are very fragile and seem to fall apart/disintegrate when wet. Surgical technologist and registered nurse (rn) brought this to my attention today. They did not save the sponges or packaging but I don't think they are a high use item. I pulled one from the core and opened it and also found it be pretty fragile and the radiopaque strip easily pulls out of the sponge. Ref: 0632-022-120 lot: 0921. Manufacturer response for gauze/sponge, internal, x-ray detectable, surgicount (per site reporter). We have had on and off communication with stryker. Frayed gauze has been directed to be "operator error" but issues are continuing.